Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 283 mg/dl, 102 mg/dl and 273 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.